Event description:
It was reported that the patient experienced signal loss 2 days after the sensor had been inserted in the abdomen, which is an off-label usage of the device. According to the patient, on 01/30/25, the g7 wearable was displaying signal loss for about 1 to 2 hours. The patient didn't change his sensor and waited to see if the readings will eventually return. The patient felt that something was wrong that afternoon, his mouth felt dry, he was refusing to eat or drink and felt dehydrated. There was no bg taken as the patient didn¿t have a bg meter. An ambulance was called, and the paramedics took a bg reading which was over 500 mg/dl the patient was showing signs of dehydration, so he was taken to the emergency room (ER). At the time of the event, the patient was also experiencing a flu. At the ER the patient was treated with intravenous (IV) insulin and unspecified IV fluids. The patient was hospitalized for 3 days and discharged on saturday afternoon (B)(6) 2025. At the time of the report the patient was feeling better. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.